Manufacturer narrative:
An investigation is being performed in an attempt to identify the cause of the event. Should additional information become available it will be reported in a supplemental report. Device not returned.

Event description:
It was reported that the implant in situ requires revision due to aseptic loosening.

Manufacturer narrative:
Upon file review, b1 was noted to be incorrect. This report is to correct b1.

Event description:
It was reported that the implant in situ requires revision due to aseptic loosening.